Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
The following incident was discovered during monthly maude review: "the doctor was attempting to implant arthrex suture anchor bio-composite push lock, ar-2923bc (lot 11289467) in the left knee. Anchor was not acceptable and upon removing the anchor a small piece of bio-composite material was not found. Stated that piece came out of knee and landed on floor. Thorough inspection of knee joint was performed without success of locating item." The FDA maude report does not contain reporter/facility name and/or contact information. Therefore, no follow up is possible. Report did not confirm if piece was located and accounted for outside of patient field.